Event description:
During an in clinic follow up, varying thresholds were noted on the right ventricular (rv) lead. Technical support was contacted and also noted r wave amp variation. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.